Event description:
It was reported that the device will not warm. No patient involvement was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical condition was found to be cuffs. With cold water in the reservoir tank, the device warms the water in the tank to 41.6 degrees celsius, via the calibrated temp check, in approximately 2 minutes 56 seconds. Complaint was unable to be duplicated. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced damaged return tube. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.